Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. A 'primary audible alarm post' was revealed in the event history log. Functional testing was unable to duplicate the reported problem; however, it was confirmed in the event history log. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a primary audible alarm on the screen. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.